Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported failure to deploy was not confirmed as the stent had been fully deployed from the unit. It is likely that the distal sheath of the supera delivery system was entrapped or redistricted within in the anatomy such that the ratchet was unable to engage the stent properly preventing deployment. The noted broken and lifted edge of the braided shaft may have occurred during post-procedure handling and does not appear to have caused or contributed to the reported deployment difficulty. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation determined the reported difficulties were likely related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a thrombotic lesion in the mid femoral artery with mild tortuosity and mild calcification. A 6.5 x 150 mm supera self expanding stent system (sess) was advanced and the stent was attempted to be deployed; however there was no stent movement with advancements of the thumb slide. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. The stent completely failed to deploy. The sess was removed from the anatomy under fluoroscopy, outside of the anatomy, a further attempt was made to deploy the stent which was successful, advances of the thumb slide resulted in the stent deploying/ flowering. A new supera sess was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. Returned goods analysis identified that a 2 mm portion of the distal edge of the braided shaft was broken and lifted. No portion of the broken braided shaft appeared missing.